Event description:
Event description guidant received information that this flextend lead was exhibiting loss of ventricular capture. X-rays revealed the lead had dislodged. It was repositioned and remains active in the patient.